Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed unexplained motor error. The worn out and did not respond. The customer reported crack on top right of the screen and setting reset every time. The insulin pump rejected brand new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).